Manufacturer narrative:
The insulin pump was received with normal operating currents, no unexpected off no power alarm noted. The insulin pump has minor scratched display window and cracked case at display window corners.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump turned off and had not power multiple times despite battery changes. Customer stated that they did not receive a low battery alert prior to the off now power alert. Customer's blood glucose reading at the time of the call was 230 mg/dl. No further information reported.